Event description:
Zodiac polyaxial setscrew cracked while tightening with torque wrench during surgery. The surgery was delayed because of the cracked set screw. Device remains in patient at this time.

Manufacturer narrative:
Device remains in patient at this time. Incident was reported to regulatory on 6/5/2006. Regulatory decision to file MDR made on 6/15/2006 when complainant contacted and informed alphatec spine that the cracked set screw was not removed from the patient.